Manufacturer narrative:
B3: the specific event date was not reported to medtronic and is, therefore, unknown at the time of this report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a microscopic pinhole found in a marathon flow directed microcatheter resulted in glue injection in the internal carotid artery branch of the brain instead of the intended middle meningeal artery. It was reported "device malfunction causing patient to have stroke with unknown long-term impact."